Event description:
During two subsequent impression procedures, the patient experienced severe allergic reactions in the mouth region. It was reported that after the second procedure, massive swelling in the mouth and throat occurred and that the patient helped to keep patient's airway open during the night by using a spoon. The patient did not contact a physician or seek emergency treatment; instead, patient saw an allergist at a later point in time. It was the allergist who informed 3m espe ag of the incident. At this time, no contact with the patient or the dental office has occurred.